Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed after leaving the clinic that the pump could not be restarted without a latched cassette. The medication, 5-fluorouracil (5-fu), was infused. There was patient involvement and no patient harm reported.

Manufacturer narrative:
The suspected device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. A review of the available service history identified no previous related repairs within the last 12 months. The customer complaint pump could not be restarted without a latched cassette alarm was not confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.